Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. Initial reporter complete facility name: (B)(6) hospital (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alarm that the flow rate was below 0.5lpm earlier in an arctic sun device. They were not sure if that was a problem and if there was anything they need to do if it comes back. Currently flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, pump hours were 182.3 and system hours were 222.5. Discussed how to troubleshoot low flow if the alarm returns or if the flow rate dropped including feeling for any kinks or compressions in the pad tubing. Per follow up information received via task on (B)(6) 2025, spoke with nurse who confirmed they did not make any adjustments or exchanges after speaking with the hotline. Therapy completed with the flow rate remaining just under 1.0 lpm with the neonate pad. The pad was disposed of after therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alarm that the flow rate was below 0.5lpm earlier in an arctic sun device. They were not sure if that was a problem and if there was anything they need to do if it comes back. Currently flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, pump hours were 182.3 and system hours were 222.5. Discussed how to troubleshoot low flow if the alarm returns or if the flow rate dropped including feeling for any kinks or compressions in the pad tubing. Per follow up information received via task on 22dec2025, spoke with nurse who confirmed they did not make any adjustments or exchanges after speaking with the hotline. Therapy completed with the flow rate remaining just under 1.0 lpm with the neonate pad. The pad was disposed of after therapy was completed.